Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. The submitted controller and lvad event and periodic log files submitted at the time of the reported event cumulatively contained data from 14jan2019 to (B)(6) 2019 and showed the pump operating normally above the low speed limit with overall stable pump parameters. No atypical alarms or faults were captured throughout the log file data. The submitted log files appeared to show the system operating as intended and did not record any notable faults, alarms, or parameter trends that would suggest a potential inlet obstruction or material ingestion into the pump. Additional information provided by the account on 15apr2019 indicated that there were no changes to the patient¿s condition or anticoagulation status that may have contributed to the event. No changes were made to the patient¿s pump parameters. It was further clarified that at the time of the reported event on (B)(6) 2019, a CT scan of the chest was concerning for lv thrombus. However, follow-up studies including an echo and repeat CT scan of the chest performed on 30jan2019 ultimately ruled out thrombus. The patient did not exhibit any symptoms at the time of the reported event and no treatment was administered as there was no thrombus. The patient remains ongoing on (B)(4). No further information was provided. The manufacturer is closing its file on this event.

Event description:
It was reported that CT chest performed on (B)(6) 2019, echocardiogram performed on (B)(6) 2019, and CT chest performed on (B)(6) 2019 ruled out thrombus. The patient did not exhibit any symptoms at the time of the reported event and no treatment was administered as there was no thrombus. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received n 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer conducts an investigation.

Event description:
Patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a newly discovered left ventricle thrombus. The submitted log file captured routine events, there were no notable alarm conditions or parameter changes. No further information was reported.